Event description:
Follow-up findings: the op report states, "increased volume noted in left implant possibly due to fluid being sucked into the implant in a minor capsule".

Manufacturer narrative:
Medwatch sent to FDA on 02/06/2009. The reporter of the complaint was asked to return the product for analysis but the mammary implant was discarded after surgery. Device labeling addresses the possible outcome of inflation as follows: "if any unusual symptoms occur after surgery, such as fever or noticable swelling or redness in one breast, you should contact your surgeon immediately." Device labeling addresses the possible outcomes of irritation/inflammation as follows: "postoperative hematoma and seroma may contribute to infection and/or capsular contracture. Swelling, pain, and bruising may result. If a hematoma occurs, it will usually be soon after surgery, however, this can also occur any time afer injury to the breast. While the body absorbs small hematomas and seromas, large ones will require the placement of surgical drains for proper healing."